Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, one haptic stuck to the optic after injecting the iol into the eye. After spinning/twisting/manipulating for several minutes an anterior capsule tear occurred. Additional information was provided that the event resolved, prognosis is good and that the iol remains implanted.